Manufacturer narrative:
Additional testing was performed of the notch and surrounding area. One bubble was noted in the notch just distal of the sense b ring and one bubble noted inside the lumen proximal of the sense b ring. A crack was noted at the bubble which was not to surface.further visual inspection noted multiple bubbles inside the lumen distal of the notch. There was one crack through a few of the bubbles in the polycin vorite inside the lumen distal of the notch. The crack was not to the surface, only inside the lumen. An underlying cause was not able to be established by analysis testing.

Event description:
This report is being filed to submit additional analysis testing results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received an inappropriate shock due to myopotential oversensing. Upon interrogation the noise was able to be reproduced with isometrics in all three sensing vectors. A chest x-ray was taken and revealed that the primary electrode had migrated approximately a centimeter back toward the device pocket. However, the tip of the electrode was still in the same position when compared to the pre-discharge x-ray following the original implant. The electrode had been implanted with a two-incision technique. Subsequently tachycardia therapy was programmed off and after further observation the physician elected to replace the electrode. Prior to the revision, reprogramming of the sensing vector and gain of the signal occurred and the noise was still able to be reproduced in all three sensing vectors. Further discussion with the patient found that they had undergone an MRI earlier the same month, which the physician questioned as a potential cause of the noise. The field representative noted that they had been present during the scan and the subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed into MRI mode appropriately. The field representative further stated that appropriate sensing before and after the scan was confirmed. During the revision procedure, the physician experienced difficulty removing the tip of the electrode from around the suprasternal notch and ultimately ended up cutting the tip of the electrode off. Upon visual examination of the electrode once explanted, the physician noted a possible issue in between the integrated suture sleeve and the primary electrode. The new electrode was positioned on the l sternal border and anchored at the tip and suture sleeve via the three-incision technique. Isometrics were performed during the procedure and oversensing of noise was able to be reproduced in all three vectors. Subsequently the physician elected to replace the subcutaneous implantable cardioverter defibrillator (s-ICD). After replacing the device, the patient again performed isometrics in the lab and no oversensing was observed. At the discharge interrogation the following morning and at the one week wound check no oversensing was seen either. One month later the patient was seen with the new s-ICD system and oversensing of noise was seen in all three sensing vectors. The s-ICD was labeling the noise appropriately, however the signal amplitude was similar to the noise in the previous system that had led to the inappropriate shock. Due to the re-occurrence of the noise with the new s-ICD and electrode, the physician, patient and patient's family elected to remove the s-ICD and electrode and replace with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the electrode was returned severed 430 mm from the terminal pin. Only the proximal segment was returned. The tip portion of the lead was not returned. Visual inspection noted the shocking coil is stretched and there were cutes in the integrated suture sleeve. Blood and body fluid were noted in the lumens. The returned segment exhibited normal measurements for he resistance testing. Laboratory analysis could not confirm the electrical issues noted in the field.

Event description:
This report is being filed to submit the analysis results.